Manufacturer narrative:
Visual evaluation of the returned device found that the device was half deployed. The over sheath was partially removed from the device and the clip assembly was located inside the over sheath. The over sheath was bunched and accordion. Functional evaluation found no problems with the device. Based on the condition of the returned incident device, the complaint that the sheath snapped/broke was not confirmed; therefore, this is no longer an MDR reportable event. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during preparation, the delivery catheter snapped. The clip could not advance out of the sheath. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during preparation, the delivery catheter snapped. The clip could not advance out of the sheath. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.